Event description:
A cartridge alarm was reported by the caller, which did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The issue occurred during pumping, but the caller was able to reload the same cartridge and successfully resume insulin therapy. The issue was resolved without further complications. No additional information regarding the customer's outcome was received.